Manufacturer narrative:
The device was returned to olympus for inspection and the customer¿s allegation was confirmed. The suction cylinder and the biopsy channel were obstructed with material and the device failed the suction function testing. The cleaning brush was unable to be passed through the channel. Foreign material was found inside the light guide lens. Scratches were found on the charged coupled device (ccd), light guide lens and universal cord. Paint was peeling off the air/water and suction nuts and the electrical connector was corroded. The control body cover was cracked, the universal cord was wrinkled, the glue on the bending section cover was separated and the key top button 1 was damaged. The angles were found to be out of tolerance and there was insufficient angulation. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely the personnel at the user facility used reprocessing methods that were different than the ones recommended by the instructions for use (IFU) or the personnel were not trained sufficiently on device handling and reprocessing steps in accordance with the IFU. The IFU (operations manual) provided users with instructions on the detection of the presence of foreign material inside the biopsy channel before procedure and to prevent the suggested event by handling the device in accordance with the following IFU ¿inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve.¿ the IFU cautions users not to suck solids into the scope: ¿if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ the instructions for use, reprocessing manual (IFU) instructs the users to perform pre-cleaning immediately after every procedure: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. This report will be supplemented if additional information is obtained at a later date. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the channel on the evis exera ii colonvideoscope was obstructed, which had been observed after reprocessing was performed. During the inspection of the returned device, foreign materials were found in biopsy channel and suction cylinder, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation